Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer from india of fungal peritonitis in a patient coincident with dianeal pd2 ultrabag therapy for peritoneal dialysis (pd). On (B)(6) 2011, the patient experienced peritonitis. On (B)(6) 2011, the patient was hospitalized. The cause of the peritonitis was unknown. On an unreported date, the patient started treatment with fortum (250mg, ip, frequency not reported) and reflin (250mg, ip, frequency not reported). It was not reported if the patient remained hospitalized. It was unknown if peritonitis had resolved. Dianeal therapy was ongoing. A causality statement was not reported.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. The cause of the reported condition of peritonitis is undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Additional investigation is being conducted through CAPA.